Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("inflammation, affecting uterus for 10 months"), pelvic pain ("cramps"), genital haemorrhage ("bleeding"), infection ("infection") and mood swings ("mood swings") in a 34 year-old female patient who had essure inserted (lot no. Unknown) for birth control. The patient had a medical history of parity 3. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2011. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria hospitalisation, medically important and intervention required), pelvic pain (seriousness criteria hospitalisation and medically important), genital haemorrhage (seriousness criteria hospitalisation and medically important), infection (seriousness criteria hospitalisation and medically important) and mood swings (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (essure removal, surgical intervention). At the time of the report, all of the events had resolved with sequelae. The reporter considered genital haemorrhage, infection, mood swings, pelvic inflammatory disease and pelvic pain to be related to essure administration. The reporter commented: discrepancy in events onset date- (B)(6) 2010 (prior to product start date). That it was her third child (interpreted before essure) and they never tested her for nickel. Which is why it inflamed and affecting my uterus for 10 months. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("inflammation, affecting uterus for 10 months"), pelvic pain ("cramps"), genital haemorrhage ("bleeding"), infection ("infection") and mood swings ("mood swings") in a 34 year-old female patient who had essure inserted for birth control. The patient had a medical history of parity 3. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2011. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria hospitalisation, medically important and intervention required), pelvic pain (seriousness criteria hospitalisation and medically important), genital haemorrhage (seriousness criteria hospitalisation, medically important and intervention required), infection (seriousness criteria hospitalisation and medically important) and mood swings (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (essure removal, surgical intervention). At the time of the report, all of the events had resolved with sequelae. The reporter considered genital haemorrhage, infection, mood swings, pelvic inflammatory disease and pelvic pain to be related to essure administration. The reporter commented: discrepancy in events onset date: (B)(6) 2010 (prior to product start date). That it was her third child (interpreted before essure) and they never tested her for nickel. Which is why it inflamed and affecting my uterus for 10 months. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.